Event description:
It was reported that the patient's leadless pacemaker exhibited under-sensing and was noted to not be capturing. X-ray was performed and confirmed the lp had dislodged into the inferior vena cava. The lp was explanted. The patient was stable.